Event description:
It was reported that the introducer cannot be smoothly inserted into the blood vessel, and after removal, the end bifurcation is unusable.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult introducer insertion was inconclusive due to the condition of the returned sample. The product returned for evaluation was one 6fr d/l rad powerpicc catheter tray. The tray was received opened. Blood residue was observed on the tray and various kit components. The microintroducer sheath was peeled. The peel surface and the distal tip of the sheath appeared smooth and unremarkable. The dilator was not returned for evaluation. Microscopic inspection of the sheath revealed a well-formed tip transition. The interface between the catheter and the peeled sheath segments appeared unremarkable. The dilator ID was measured and found to be within manufacturing specifications. While no defect or deformity was found during evaluation of the returned sample, the introducer dilator was not returned for evaluation, preventing complete evaluation of the introducer system. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of redu3819 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3819 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the introducer cannot be smoothly inserted into the blood vessel, and after removal, the end bifurcation is unusable.